Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a patient with pacing system implant has become infected and should have all implanted device and leads removed. Explantation was performed on (B)(6) 2022. First implantation was on (B)(6) 2017. A pacemaker replacement with additional new implantation of a ventricular lead was performed on (B)(6) 2022 with competitive products. The petite lead was extracted by using a laser system.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, a patient with pacing system implant has become infected and should have all implanted device and leads removed. Explantation was performed on (B)(6) 2022. First implantation was on (B)(6) 2017. A pacemaker replacement with additional new implantation of a ventricular lead was performed on (B)(6) 2022 with competitive products. The vega r52 (52drg01047) was cut and capped and abandoned in patient body. During the extraction procedure the vega lead was removed by towing as the screw could not be retracted. The petite lead was extracted by using a laser system.